Manufacturer narrative:
Initial 2 of 6. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient¿s six infusion sets patch were not sticking to skin upon insertion. Patient experienced high blood glucose level and treated with bolus via pump.